Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive. The customer reported a blood glucose level of 220 (mg/dl). A correction bolus was delivered to address bg level. It was indicated that the current pump would continue to be used for diabetes management.